Manufacturer narrative:
Device not returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the site broke their spine clamp. The bolt broke so that the clamp could not tighten onto the spinous process. It was unknown if the clamp was inside the patient when the damage occurred. The case was finished using another spine clamp from another navigation tray. Surgery was completed using the navigation system and there was no reported patient impact. There was a reported delay to the procedure of less than one hour due to this issue.